Manufacturer narrative:
Eval: method - the device history and sterilization records were reviewed. Results - review of the device history records found a nonconformance; however, the nonconformance was identified as a cosmetic issue and product was replaced and released. The DHR anomaly is not related to the alleged device failure. The leads were returned cut and incomplete; therefore, functional testing could not be performed. Discoloration in the lead segments was noted. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Reference MFR report: 1627487-2011-01050. The pt received his scs system, including an ipg and two percutaneous leads (from the same lot), on (B)(6) 2005. It was reported that the leads were exhibiting invalid impedance measurements on lead contacts 14-16. The lead contacts were reported as necessary to provide pt with adequate stimulation coverage. The leads were explanted and replaced with a surgical lead. Following the explant procedure, the pt reported excellent stimulation coverage.